Event description:
It was reported that a resident has been using rails on upper portion of bed for self-positioning for over a year without incident. Resident was found during night rounds. Resident appeared to have attempted to get out of bed and apparently slipped. Resident's head remained on bed with resident's throat against the side rail. Resident apparently was too weak to move and asphyxiated. Resident was found not breathing, but body was warm. Nurse unable to re-establish airway. Resident had a do not resuscitate order.